Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provide (hcp) reported that they haven't been able to get a response on their device and muting messages kept showing up on the screen when the bovie was not in use. There was no patient impact reported.